Manufacturer narrative:
(B)(4). Batch # m5321e. Additional information was requested and the following was obtained: did the staples fall out of the cartridge before attempting to fire? The cartridge didn¿t fire and was visible once it removed out of the tissue. Did the cartridge lock out and would not fire the staples? It didn¿t locked out and also didn¿t fall out before firing. Please clarify how it was observed that the staples did not form. For clarification, did the device lock out and would not fire? Or, was the firing handle squeezed, but no staples were deployed? Firing handle was squeezed and no staples deployed. The analysis results showed that the cartridge reload xr60g arrived in good visual condition and fully fired. As the reload was fully fired, no functional test was performed. Please note that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an lar procedure, the cartridge did not fire and the staples did not form. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.